Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flogard infusion pump with the "'8' and '0' buttons of the keypad being inoperable" was confirmed baxter personnel in the sample evaluation. The root cause of this condition was determined to be fluid ingress. The keypad inventory is not available, therefore the pump will not be repaired and will be scrapped. A service history review revealed no previous service events were related to the reported condition. The device history record review revealed that the data card was discarded per doc. 20j retention period. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility representative contacted an (B)(4) baxter employee to report a flogard infusion pump with '8' and '0' buttons of the keypad being inoperable. This condition had the potential to interrupt delivery. This event occurred before use of the device and it is unknown where it was found. Other products involved are unknown. The device is available. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available.